Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged missing data malfunction was verified. The alleged unexpected reset and cartridge alarm malfunctions could not be evaluated due to the other reported issue (missing data).

Event description:
It was reported that the pump history was noted to be inaccurate and indicated a data log corruption. Troubleshooting with tandem technical support determined a pump reset occurred. Customer reported blood glucose (bg) level was 300 (mg/dl) with large ketones. The customer was taken to the emergency room (ER) to address bg and ketone level. Reportedly, the customer's level of ketones was identified as life threatening. While in the ER the customer received an insulin injection and fluids intravenously. Although requested, additional information regarding the ER visit was not provided. Reportedly the customer had manual injections as alternate insulin therapy. In addition, the customer reportedly received a cartridge alarm in the past. The contact was unable to recall any details or information regarding the cartridge alarm. The contact declined troubleshooting with tandem technical support for the cartridge alarm. The customer's blood glucose level was not impacted by the cartridge alarm issue.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged missing data malfunction was verified. The alleged unexpected reset and cartridge alarm malfunctions could not be evaluated due to the other reported issue (missing data).